Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a detached cannula from the sensor adhesive patch occurred. The sensor was inserted into the arm on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.

Manufacturer narrative:
(B)(4).

Event description:
A device was returned for evaluation. Based on visual inspection, testing concluded that the applicator and cannula were not returned. The cannula does not attach to the adhesive patch, therefore it cannot be detached from the adhesive patch as alleged in the customer complaint. The reported event of a detached cannula could not be confirmed. A root cause could not be determined.